Event description:
In oct 2012, I had a zimmer metal on metal hip implant installed. By dec of 2012 my cobalt serum level was 1.9, and by the time the surgeon replaced the implant, my cobalt serum level was 4.2. While in the hospital having the revision surgery, they discovered that I had kidney damage, stage 2 diabetes and some kind of heart problem, that they are calling arterial fibrilation. Since finding out that cobalt causes cardiomyopathy and other severe organ problems. I am having trouble finding out if the diabetes and kidney damage and the a-fib are symptoms of the cobalt poisoning. I have never had any medical problems in my life!